Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke as the surgeon attempted to remove it during surgery.

Manufacturer narrative:
Visual inspection of the returned persona tibial articular surface provisional (tasp) bottom confirmed that the tasp has fractured from the medial anterior notch across the front of the post and down the lateral side of the post. This device also had nicks, gouges, scratches and deformed plastic on the posterior edge; these are likely from use. This is a known reported issue which has been investigated through correction actions. This device is used for treatment. This particular device is listed in the aggregate tasp scope list associated with corrective actions. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification was implemented. As such, a previously addressed design issue is considered as the root cause.